Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 149 mg/dl. The customer declined to perform the load sequence while on the phone with tandem technical support. Multiple attempts were made by tandem's technical support to obtain if the customer was able to load a new cartridge successfully; however, no additional information was provided.